Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The reported issue was not present during investigation.

Event description:
As reported by user facility: unit was reported as not delivering medication appropriately.